Event description:
It was reported the intraocular lens was implanted and immediately removed due to the physician's observation of an opacified area on the optic. No report of patient injury and/or complications.

Manufacturer narrative:
The intraocular lens was received and initially inspected under illuminated 10x magnification, an opacified area was not confirmed on the optic. The lens was then rehydrated for 24 hours and re-inspected, no opacification was noted. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.